Event description:
The customer reported that the device had multiple error messages (power supply failure message, backup battery run time message and device powered off message).

Manufacturer narrative:
(B)(4). The customer reported that the device had multiple error messages (power supply failure message, backup battery run time message and device powered off message). There was no reported pt involvement. The response center had the customer monitor the device for a few days for further failures. It was later confirmed by the response center that the device did not have any other failures and the reported issues did not reoccur. We are considering this a malfunction but cannot determine the cause as the reported symptom could not be reproduced.